Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 would not open. The field service engineer (fse) cleared a medication jam from behind the bin, after which normal functionality was restored. The fse confirmed that the door could be accessed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door in ICU b was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.